Manufacturer narrative:
Isi received a da vinci product involved with this complaint to perform failure analysis testing. The universal surgical manipulator (usm) was analyzed and found to have errors 23087 and 26005. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests that were performed. The carriage was disassembled. Debris was found on the rotor window. The complaint regarding repeated errors was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the reported issue occurred during the procedure and ports were placed. The system functionality was checked upon powering on the system without errors. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable error 23087 on the universal surgical manipulator (usm) 1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm the reported complaint. The fse replaced usm 1 to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, a repeated recoverable error 23087 occurred on the universal surgical manipulator (usm) 1. The customer received phone assistance from the technical support engineer (tse). The tse confirmed repeated recoverable error 23087 in the logs. The procedure was completed without usm 1. There was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.